Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Event description:
It was reported that after use of the bd pen needle 32x4 la 5b medication leaks when removing the pen from the injection site. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: patient contacted us to report a possible quality deviation on the 4mm nano pentapoint needles (lot: 8233916 manufacture and validity: not accessible, as it has already discarded the packaging in which the needles were received from the government). Informs that uses the needles for application of medication and the medicine leaks when removing the pen from the abdomen, after the application (about 12 drops). He mentions that he waits a while after application, as directed by the pen manufacturer, but the problem remains.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that after use of the bd pen needle 32x4 la 5b medication leaks when removing the pen from the injection site. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: patient contacted us to report a possible quality deviation on the 4mm nano pentapoint needles (lot: 8233916 manufacture and validity: not accessible, as it has already discarded the packaging in which the needles were received from the government). Informs that uses the needles for application of medication and the medicine leaks when removing the pen from the abdomen, after the application (about 12 drops). He mentions that he waits a while after application, as directed by the pen manufacturer, but the problem remains.